Manufacturer narrative:
Common device name: catheter, straight. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3005471919.

Event description:
Consumer stated he had been using his most recent catheters prior to getting a recent uti. 'He said after that uti diagnosis he noted more from this box that really stuck to packaging so he did not use anymore as he didn't want to risk another uti as he wasn't sure if this contributed to him getting this prior uti. He knew he had a uti at that time 2 weeks ago as he started having bladder spasms, incontinence despite cathing. He got urine testing done as ordered by his md, ua and urine culture was diagnosed with uti and said he took a round of oral antibiotics feeling much better now. He said this was his first uti ever in his life'.